Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-03337. It was reported that both of patient's leads had migrated. The issue was confirmed via x-rays. Reprogramming was attempted to no avail. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that surgical intervention took place wherein the leads were explanted and replaced. Effective therapy established post-op.